Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous troponin (accu tni) results that were generated by the unicel dxc 600i synchron access clinical system for three (3) patient samples. The samples were tested in 2007: patient a: an initial accu tni result was 0.19ng/ml and (3.04, 2x0.02, and 0.01) upon repeat. Patient b: an initial accu tni result was 0.03ng/ml and (0.96, 2x 0.00 and 0.01) upon repeat. Patient c: an initial accu tni result was 0.49ng/ml and (0.78, 3x0.04) upon repeat. It is unclear which results were reported out of the lab. There have been no reports of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Pre-analytical sample handling information was not supplied. Qc and system check information was not provided. A field service engineer (fse) was dispatched to the customer's lab to verify the instrument, but service information was not supplied. A field application was on site in 2008, and addressed pre-analytical sample issues. No additional information regarding this event is available. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.